Event description:
It was reported by service report that the right top rail was broken, there were sharp edges, and the siderail could not be latched up. No pt involvement or adverse consequences are reported.